Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2003. The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on the homechoice device during peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. The technical service representative (tsr) arranged for the return of the device and discussed the use of manual supplies to complete therapy until the new device arrived. The caregiver was advised to contact the nurse regarding missed therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.